Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The following event was reported by the stryker rep: "the hoffmann lrf frame was put on the patient on (B)(6) 2021 for an ankle fusion procedure to protect the internal hardware. Patient notified the surgeon on (B)(6) 2022 complaining of a loud 'pop' or a loose 'clicking sound. Frame was removed on the following day (B)(6) 2022. Every wire broke and nuts loosened up. The surgeon mentioned the patient was not walking on it throughout the few weeks it was on."

Event description:
The following event was reported by the stryker rep: "the hoffmann lrf frame was put on the patient on (B)(6) 21 for an ankle fusion procedure to protect the internal hardware. Patient notified the surgeon on (B)(6) 22 complaining of a loud 'pop' or a loose 'clicking sound. Frame was removed on the following day (B)(6) 22. Every wire broke and nuts loosened up. The surgeon mentioned the patient was not walking on it throughout the few weeks it was on."

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.